Event description:
Bovie grounding pad placed on patient during initial neurosurgical procedure. Transferred to critical care and then returned to surgery several days later. Surgery staff found the grounding pad still affixed to the patient's skin. The white, soft cover to the pad was thought to be a surgical dressing and not removed by ccu staff. There was a potential for skin damage due to prolonged placement; fortunately no damage occurred. If the pad covering was a color other than white, staff may have recognized it as something to remove.